Event description:
It was reported that the subject guidewire was used in the procedure and it was prepared as per usual. The subject guidewire was used for some time because of difficult anatomy. A segment of the subject guidewire separated within the microcatheter with some wire outside. The physician recognized it must have been separated when it stopped responding to the torque was applying. At this point, it was confirmed that the subject guidewire had broken off by pulling the proximal end out. Since a part of the broken segment was in the microcatheter, therefore, the entire microcatheter was pulled out and the segment came out with it. Both microcatheter and subject guidewire were discarded and the new guidewire and microcatheter were used to complete the procedure. There were no clinical consequences reported due to the event. No further information is available.

Manufacturer narrative:
The subject device is not yet returned.

Manufacturer narrative:
H3 summary attached - updated, h3 device evaluated by mfg ¿updated, h4 manufacturing date ¿ added, d4 expiration date - added, d10 product available to stryker ¿ updated, d10 returned to manufacturer on ¿updated. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the guidewire was returned broken/fractured, only 1 segment of approximately 10cm of the distal tip was returned. The nitinol tubing was broken and the core wire was noted to be exposed from the break. The guidewire nitinol tubing was also broken/fractured at approximately 9.4cm from the distal tip. The core wire distal end was observed through the distal tip dome. Functional inspection: a functional inspection could not be performed due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Analysis of the returned device found only 1 segment of approximately 10cm of the distal tip was returned. The nitinol tubing was broken and the core wire was exposed. The guidewire nitinol tubing was also broken/fractured at approximately 9.4cm from the distal tip. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the subject guidewire was used in the procedure and it was prepared as per usual. The subject guidewire was used for some time because of difficult anatomy. A segment of the subject guidewire separated within the microcatheter with some wire outside. The physician recognized it must have been separated when it stopped responding to the torque was applying. At this point, it was confirmed that the subject guidewire had broken off by pulling the proximal end out. Since a part of the broken segment was in the microcatheter, therefore, the entire microcatheter was pulled out and the segment came out with it. Both microcatheter and subject guidewire were discarded and the new guidewire and microcatheter were used to complete the procedure. There were no clinical consequences reported due to the event. No further information is available.